Manufacturer narrative:
Blocks a1 and e1 (initial reporter address 1, address 2, city, and zip/post code) have been updated with additional information received on may 15, 2023. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.

Event description:
It was reported to boston scientific corporation on april 24, 2023 that a wallflex biliary rx covered stent was to be implanted in the bile duct to treat a 2-3 cm benign stricture for biliary drainage with stone extraction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6), 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, after the stent was implanted, the stent cover ruptured, and several holes were noted under the scope. The stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the wallflex biliary stent was to be implanted to treat a 2-3 cm benign stricture for biliary drainage with stone extraction during an endoscopic retrograde cholangiopancreatography (ercp) procedure. However, the wallflex biliary rx fully covered stent system instructions for use (IFU) states, "the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstructions prior to surgery." The wallflex biliary stent is not indicated to treat benign strictures. Photos of the complaint device were provided by the complainant showing the stent was deployed inside the patient with holes on the stent cover.

Manufacturer narrative:
Blocks b5, d2b, d4 (model number, lot number, catalog number, expiration date, unique identifier #), g4, and h4 have been updated with additional information received on june 19, 2023. Block h6: imdrf device code a04 captures the reportable event of stent cover damaged. Block h10: the device was not returned; however, photos of the device were provided. Media inspection did not confirm the reported event of stent cover damaged/defective as the stent inside the patient's anatomy does not correspond to a wallflex biliary stent. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The complainant reported that the wallflex biliary stent was to be implanted to treat a 2-3 cm benign stricture for biliary drainage with stone extraction. The IFU states, "the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstructions prior to surgery." The reported event of stent cover damaged/defective was not confirmed as the photos provided does not correspond to a wallflex biliary stent during media inspection. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on april 24, 2023 that a wallflex biliary rx covered stent was to be implanted in the bile duct to treat a 2-3 cm benign stricture for biliary drainage with stone extraction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, after the stent was implanted, the stent cover ruptured, and several holes were noted under the scope. The stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the wallflex biliary stent was to be implanted to treat a 2-3 cm benign stricture for biliary drainage with stone extraction during an endoscopic retrograde cholangiopancreatography (ercp) procedure. However, the wallflex biliary rx fully covered stent system instructions for use (IFU) states, "the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstructions prior to surgery." The wallflex biliary stent is not indicated to treat benign strictures. Photos of the complaint device were provided by the complainant showing the stent was deployed inside the patient with holes on the stent cover. The stent was removed using snare.

Event description:
It was reported to boston scientific corporation on (B)(6) 2023 that a wallflex biliary rx covered stent was to be implanted in the bile duct to treat a 2-3 cm benign stricture for biliary drainage with stone extraction during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2023. The patient's anatomy was not dilated prior to stent placement. During the procedure, after the stent was implanted, the stent cover ruptured, and several holes were noted under the scope. The stent was removed from the patient and the procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: it was reported that the wallflex biliary stent was to be implanted to treat a 2-3 cm benign stricture for biliary drainage with stone extraction during an endoscopic retrograde cholangiopancreatography (ercp) procedure. However, the wallflex biliary rx fully covered stent system instructions for use (IFU) states, "the stent is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms and relief of malignant biliary obstructions prior to surgery." The wallflex biliary stent is not indicated to treat benign strictures. Photos of the complaint device were provided by the complainant showing the stent was deployed inside the patient with holes on the stent cover.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of stent cover damaged.